Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 200 cc saline breast prosthesis. Deflation of the right breast prosthesis was identified. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 8/13/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor smooth round moderate plus profile 450cc saline catalog: 3502450 lot: 7589403 sn: (B)(4) and (left) mentor smooth round moderate plus profile 450cc saline catalog: 3502450 lot: 7575148 sn: (B)(4). Mentor also became aware that the correct date of event was (B)(6) 2018 and that the correct patient identifier was (B)(6). On 8/15/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. Brown and white material were observed on the shell surface. During visual examination of the device, product evaluation observed a rent on the anterior view measuring 2.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the brown and white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 226592 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).